Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to open and close could not be confirmed due to the condition of the device. The entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the foot caught tissue which prevented removal (entrapment) leading to the medical intervention wherein the surgeon broke the device to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from ni to yes.

Event description:
Subsequent to the initially filed report, the following information was received: resistance was noted lowering the lever to retract the footplate. The device was disassembled at the guide to facilitate removal. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, device was stuck in anatomy, per vascular surgeon, the device was disassembled to facilitate removal. A new femostop device was used to achieve hemostasis. There were no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.